Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Event description:
It was reported that the patient had brown drainage at the drive line site about 2 weeks after a controller drop with tugging on the drive line. Patient was admitted for workup of drive line infection. Patient did not have a fever, chills nor abdominal tenderness. Cultures of the wound and blood grew no organisms but the wound showed positive gram staining. Patient was discharged on oral (po) keflex. No further or additional information was provided.